Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "heat" was confirmed. During service, the device failed the temp test. If add'l info becomes available, a supplemental report will be sent.

Event description:
The device was rec'd from (B)(6) for service. During servicing of the device, it was found to be producing excessive heat. It is unk if the device was used during surgery, and it is unk if injury or medical intervention occurred. There was no add'l info provided.